Manufacturer narrative:
It was reported that the patient seen in clinic with low flows on (B)(6) 2016. Logs showed a drop in estimated power and flow but still within normal limits for the device. A CT angio showed thrombus in the left ventricle. This patient was not considered a candidate for pump replacement due to non-compliance and weight gain of over (B)(6) since implant. Surgeon decided to try and free pump by starting and stopping the pump. Filters were placed to try and protect from clot showering. The procedure did bring pump parameters back up but patient received emboli to both legs and surgery for bilateral embolectomy was performed. A review of the controller log files associated with the event captured in (B)(4) showed a sudden decrease in power consumption starting on (B)(6) 2016. Waveform trends of this nature may be indicative of an occlusion or change in patient state. DHR review: a review of the device's manufacturing records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. The instructions for use (IFU) and patient manual provide clear instructions to medical personnel on proper usage and placement of the hvad system in addition to appropriate hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations; additional guidelines instruct both the user and medical personnel on how to recognize low flow alarms, the potential causes of these alarms, and the potential courses of action. Hvad pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a decrease in power consumption. Additionally, the site confirmed thrombus in the left ventricle which correlates with the decrease in power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the inadequate flow rate can be attributed to an occlusion caused by thrombus formation. The most likely root cause of the inadequate flow rate can be attributed to an occlusion caused by thrombus formation this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
Patient seen in clinic with low flows on (B)(6) 2016. Logs showed drop in estimated power and flow but still within normal limits for the device. CT angio showed thrombus in the left ventricle. This patient was not considered a candidate for pump replacement due to non-compliance and weight gain of over (B)(6) since implant. Surgeon decided to try and free pump by starting and stopping the pump. Filters were placed to try and protect from clot showering. The procedure did bring pump parameters back up but patient received emboli to both legs and surgery for bilateral embolectomy was performed.